Event description:
In 2009, the patient reported she received an occlusion error on her insulin infusion device, 5 hours ago. She changed her tubing, and she has received an occlusion error every hour since. She stated she has an elevated blood glucose reading of 300 mg/dl and has not been able to decrease it for the past 5 hours. She changed her device battery and received an e7 (electronic error). She said she thought the battery she inserted was old so she removed it and inserted a new alkaline battery. The device displayed an e10 (cartridge error). To troubleshoot, the patient was assisted in going through the change cartridge procedure. She primed the tubing and received another occlusion error. She removed the tubing and primed without error. She was advised to change her tubing which she did but again received an occlusion error. She said she has never changed her adapter and did so but received another occlusion error. She switched her cartridge and tubing to her backup device and primed but again received an occlusion error. She tried a new tubing from another box and was able to prime without error. She switched back to her primary infusion device without occlusion. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.